Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
The event involved a chemoclave® vented vial spike, 20mm that the device¿s closing mechanism has not been correctly positioned in the open/closed state and vice versa, preventing the drug withdrawal and causing the drug to leak from the perforator. There is no reported patient involvement.